Event description:
It was reported that the 9600 system would not boot up and had an error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sram was replaced and the software re-installed during the svc call. The system was tested and found to be working as intended, and put back into svc.